Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling the stomach during a laparoscopic sleeve gastrectomy, the stapler fired but the knife cut the tissue without staples formation. The cartridge also broke and fell into the cavity. The surgeon increased size of 15mm incision and the cartridge was removed by forceps. Another reload was used. The event resulted to a tissue damage.